Event description:
As reported, this swan ganz catheter provided pressure values that were inconsistent with the expected clinical values. The device was replaced with a new unit and the issue was solved. No further information is available. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.